Manufacturer narrative:
Model/catalog description: reservoir flat 100ml. Model number: 720182-01. Batch lot number: 0170514002.

Event description:
It was reported that the patient had an inflatable penile prosthesis revised due to difficulty inflating and hurting the patient. No further patient complication were reported in relation to this event. Further information has been requested and not yet received.

Manufacturer narrative:
Model/catalog description: reservoir flat 100ml, model number: 720182-01, batch lot number: 0170514002.

Event description:
It was reported that the patient had an inflatable penile prosthesis revised due to difficulty inflating and hurting the patient and fluid loss. No further patient complication were reported in relation to this event. Further information has been requested and not yet received. Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported the patient experienced difficulty inflating this inflatable penile prosthesis as the pump was very hard and started hurting the patient. Eight months later, a surgical procedure was performed, during which it was noted that the pump was collapsed, resulting in an inability for the component to transfer fluid to the cylinders. All components were removed and replaced. No additional information was reported.

Manufacturer narrative:
Model/catalog description: reservoir flat 100ml model number: 720182-01; batch lot number: 0170514002.

Event description:
It was reported that the patient had an inflatable penile prosthesis revised due to difficulty inflating and hurting the patient and fluid loss. No further patient complication were reported in relation to this event. Further information has been requested and not yet received.